Manufacturer narrative:
This is one of three products involved with the reported event. The associated manufacturer report numbers are 9616099-2007 02546, 9616099-2007-02547. Additional information will be submitted within 30 days of receipt.

Event description:
The report is from the study. Two dissections occurred during the procedure. Post-procedure, the patient had chest pain and was diagnosed with an anterior myocardial farction due to the occlusion of the diagonal branch. The patient was a male with a history of previous pci, hypertension, and hyperlipidemia. The indication for the index procedure was silent ischemia. The 1st target lesion was the mid to distal right coronary artery (rca). The vessel diameter was 2.75mm and the lesion length was 30mm. Pre-procedure, stenosis was 90%. The lesion was a proliferative in-stent restenosis of a bare metal stent (type unknown). The lesion had irregular contour, moderate tortuosity, and little or no calcification. The lesion was pre-dilated after direct stenting failed. Pre-dilation was conducted with a 2.5 x 20mm balloon at 12 atm. A stent was electively deployed at 12 atm. A type a dissection occurred and another stent was deployed at 12 atm to treat it. It was post-dilated because it was not fully expanded. Post-dilation was conducted with a 4 x 10mm balloon at 10atm. The stents were overlapping. Post-procedure stenosis was 0%. The 2nd target lesion was in the mid left anterior descending artery. The vessel diameter was 3.5mm and the lesion length was 33mm. Pre-procedure stenosis was 70%. The lesion was de novo and bifurcated with inability to protect a major side branch. The lesion was moderately tortuous, irregular in contour, and concentric. The lesion was pre-dilated with a 2.5 x 30 mm balloon at 10atm, after direct stenting failed. The third stent was electively deployed at 12 atm. A type a dissection occurred and the fourth stent was deployed at 12 atm to treat it. Post-procedure stenosis was 0%. The patient had chest pain post-procedure and was diagnosed with an anterior non-q-wave myocardial infarction due to the occlusion of the diagonal branch. Peak ck was less than 2 times above upper normal level (unl), peak ck-mb was less than 2 times above unl, and troponin was greater than 5 times above unl. The side branch occlusion was caused by the fourth stent. The event was resolved 3 days later without sequel. The patient was discharged 3 days after the index procedure. Medications at discharge were aspirin, clopidogrel, statins, and ace inhibitors. This product, noted in d4, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents.